Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic image review: a pre-operative MRI before l4-5 olif is provided. There may be some spinal stenosis at l4-5. No intra-op post-op images showing a hardware complications are provided. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) and minimally invasive spine surgery (mis) at l4-5 due to degenerative disc. Intra-op, the tip of the cage broke when the surgeon was positioning the cage orthogonally. The implant will be remaining in patient body unless there is any complications during her next follow up.